Event description:
Tampons fall apart inside you-vagina [foreign body in reproductive tract]. Tampons fall apart inside you [device breakage]. Case description: consumer reported via email that the tampons fall apart inside of her. No serious injury was reported lot codes: 34662/6078 11:40, 00362/6094 00:35, 33162/6042 02:41.